Event description:
The coagulator worked well on the "coag" button was pushed. When the "cut" button was pushed, the alarm in the electoclaurity machine went off. They went back to "coag" and it worked fine.